Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell down stairs a few weeks prior to the date of report. After the fall the patient noticed a loss of effect and experienced symptoms of less than 50% therapy relief at the patient¿s chronic pain site. A (B)(6) study was done and the healthcare provider found a break in the catheter. The tear/break was found on the proximal segment of the catheter, distal to the sutureless connector. As a result of the break, replacement was required. On the date of report, the catheter was trimmed distal to the tear and a new sutureless connector was attached to the catheter. The product issue was reported to be resolved, but the cause of the issue was not determined. At the time of report the patient¿s status was alive with no injury. A later report indicated that as of the day after the replacement, the patient was getting effective therapy. The type of drug delivered by the device remains unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h822319101, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had a catheter revision 6 weeks prior because they had taken a hard fall and damaged the catheter. The patient fell 2 months prior to the revision. The first month after his fall they tried to give the patient relief by increasing titration, but the patient was not getting any relief. A contrast scan under x-ray was performed and a catheter leak was observed, so they took the remaining medication out of the pump and put saline in the pump. The patient took oral medication for a month, and then put medication back in the pump following the catheter revision. The catheter revision occurred (B)(6) 2014. They were able to repair the existing catheter and it was split open close to the pump, so they didn't have to put in a whole new catheter. They were able to put in one new little section. At the time of report the patient reported it was working good. At the time of the event the pump was used to infuse dilaudid.